Event description:
A surgeon reported that a female, who received 3.5 mg of op-1 implant in conjunction with 10 cc's of calstrux as part of an occipital to c5 fusion with internal fixation, bone graft and halo placement for occipital cervical dislocation in 2006, experienced product migration 1 day after surgery. Post operative x-rays done in the recovery room showed excellent placement of the products. X-rays performed approx 24-36 hrs after surgery showed some migration of the products into the fascial layer without spinal cord compression. There have been no adverse effects related to the migration to date. The wound remains open at the fusion site and it is suspected that the fusion will not be compromised. The surgeon suspects the product migration was related to the use of op-1 implant/calstrux as well as a csf leak which occurred during surgery. The event was classified as non-serious by the surgeon.